Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint together with the above mentioned non complaint lead was found cut. Only the distal fragment of each lead was received for analysis. The connector pins and the parts with the serial numbers was not returned. Thus a clear allocation was not feasible. The returned lead fragments were visually and electrically analyzed. The visual inspection showed the ligature marks approx. 42 cm and 45 cm proximal to the lead tips. In addition, abrasion marks along the lead bodies were observed. In particular, a rubbed through insulation was found on the lead bodies approx. 12 cm and 14 cm proximal to the lead tips, respectively. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with each other. Diagnostic images clarifying this assumption were not available for analysis. In addition, severe deformations of the outer conductor coils were noted. Cuts in the insulation were observed which occurred most likely during the explantation procedure. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for these leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4) 2017 - this lead was explanted during a normal device change out. The explant date has been added.

Event description:
This lead was capped and replaced due to intermittent undersensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.